Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the reference. Results as follows: between (B)(6) 2014: approx 12 hours between inratio test and alternate poc test, (B)(4) 2014: lab draw, 1st inratio test, and 2nd inratio were performed within 5 min of each other. Therapeutic range: 2.5-3.5.